Event description:
It was reported that a remote transmission was received showing ventricular fibrillation episode. Interrogation revealed, noise on the ventricular channel, detected on the vf zone during patients physical activity. Noise was not reproducible in clinic. Programming changes were made. There were no complications and the patient condition is good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.